Event description:
It was reported that, prior to use, the implantable pulse generator (ipg) showed elective replacement indicator (eri) when initially interrogated out of the box. Once the eri cleared the battery life was estimated at three years. The device was not used and was replaced by another device. There was no apparent patient involvement.

Manufacturer narrative:
Product event summary: the device was returned, analyzed, and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.